Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report wil be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product did not contribute to event the complaint was reviewed and analysis showed no trend for (B)(4) lot no: 048526947. The device history record was reviewed; the product was manufactured to specifications and met all acceptance/inspection criteria. X-rays provided. The product was not returned.

Event description:
Allegedly the component fractured approx. Six weeks post insertion.